Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the recharger is placed on the stimulator, the completion buzzer sounds immediately. When the therapy app was checked with the handset, the therapy was turned off. It is fixed to on, but it may turn off again on its own accord. There were no known environmental, external, and patient factors that may have caused the event. It was explained that anti-theft devices installed in public libraries, department stores, and airports may cause the stimulation to switch from on to off, and guidance was provided to switch it back on if any discomfort is felt; however, since no discomfort was reported, it was advised to periodically check with the therapy app to ensure it is not off. The issue was resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they explained to the patient that the safety mechanism may cause the stimulation to switch from on to off.